Event description:
It was reported that prior to starting therapy, the home patient (hp) noticed that the sponges inside of the minicaps from one of the cases were all dry, despite the fact that the minicap packages were completely sealed. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number gd895037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.